Manufacturer narrative:
(B)(4). Date sent: 10/30/2023. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that one 6-up sales carton was returned containing six unopened individual 1-up cartons. The temperature indicator sticker on the 6-up sales carton had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. One individual 1-up carton (b) was removed from the 6-up sale carton and was noted to have a white untriggered sticker with no other visible damage. The applicator was opened and visually inspected for damage on the buttress attachment material (bam), the applicator was found to have conforming bam pattern. The pink sticker on the 6-up sales carton, indicates that while many of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. No conclusion could be reached on what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device ech60r; sjcdgds0 number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, while unpacking they noticed the pink dot on the outside of box. It was stated that the dot should be white and device has been compromised. No patient consequences reported.